Manufacturer narrative:
Correction to section a4 - patient weight was requested but was not provided. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline communication fault alarm; however, a specific cause for the alarm could not conclusively be determined through this evaluation. The controller event log file contained data from (B)(6) 2023 through (B)(6) 2023, per the timestamps. A driveline communication fault alarm was captured beginning on (B)(6) 2023. This alarm was captured for the remainder of the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms, including the driveline communication fault, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook (rev. D) is also currently available. Section 5, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms, including the driveline communication fault, as well as how to respond to each alarm condition. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a communication fault alarm while at home. The ventricular assist device (vad) coordinator assisting the patient noted they had replaced the patient's modular cable several times in the past, with the last change in (B)(6) 2023 due to wear and tear. Log file analysis confirmed a driveline communication fault that appeared to be due to an issue with the modular cable.

Manufacturer narrative:
The patient's previous driveline communication fault is reported under MFR #: 2916596-2022-11594. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.